Event description:
A caller reported that the pump display was frozen. The specific blood glucose value was unknown, but it remained within the range of 54-500 mg/dl, indicating no adverse impact. The customer received complete pump reset information from technical support and chose to reset the pump, successfully resolving the issue.